Event description:
It was reported that t:slim x2 pump battery would not charge, as charging connection was not recognized even when using confirmed working wall outlet, tandem charging cable, and wall adapter, and trying a different charging cable and later different charging supplies did not resolve the issue. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on manual injections if pump battery depleted before receiving replacement charging supplies, and technical support sent replacement charging cable, wall adapter, and new pump, followed up with phone calls, confirmed that battery issue did not cause pump shutdown or inability to turn pump back on, and then closed case.